Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D274trk implantable cardioverter defibrillator, 2011-(B)(6); 0158 competitor implantable tachy lead, 2006-(B)(6); 4542 implantable pacing lead, 2006-(B)(6). (B)(4).

Event description:
It was reported that the patient had twiddlers syndrome. The atrial lead was pulled back and had high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.